Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the biosensor was inserted into the back of the upper arm on (B)(6) 2026."

Event description:
The biosensor was inserted into the back of the upper arm.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction at the puncture site occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2026. The customer indicated, ¿it hurts,¿ and ¿injection site became infected a few days after insertion. Had to remove and start antibiotics.¿ he reported cellulitis was present at the insertion site, and he was treated with a 7 day course of an unspecified antibiotic. The date the customer contacted the hcp was not specified. After treatment, on (B)(6) 2026 he had recovered. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.